Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead displayed noise on the ventricular channel with no externalized conductors were observed. The lead impedance parameters were normal and the patient was scheduled for the lead extraction.

Event description:
New information received indicated that the lead was explanted and replaced with no adverse consequences to the patient during/post procedure. Lead was discarded and will not be returned for evaluation, as it was severely damaged during the extraction.